Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during a routing device interrogation, the pacemaker had triggered the explant indicator. Further review found stored electrogram (egm) episodes with oversensing of myopotential noise. A revision procedure would be scheduled for the suspected premature battery depletion. The pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routing device interrogation, the pacemaker had triggered the explant indicator. Further review found stored electrogram (egm) episodes with oversensing of myopotential noise. A revision procedure would be scheduled for the suspected premature battery depletion. The pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during a routing device interrogation, the pacemaker had triggered the explant indicator. Further review found stored electrogram (egm) episodes with oversensing of myopotential noise. A revision procedure would be scheduled for the suspected premature battery depletion. The pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, it was noted the device had no telemetry. The device case was removed and a high current drain was detected when it was connected to an external power supply. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.